Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that post procedure, it was observed that the small battery drive device started to run almost immediately after the battery was inserted while the lid on the casing device was not even closed. It was reported that eventually the device could not be run anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was noted that the handpiece had no response, the electronic control unit (ecu) malfunctioned, and the motor was moving heavily. It was further determined that the device failed pretest for check the triggers and ecu function, check switching function, check the oscillation angle, and check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.